Manufacturer narrative:
Evaluation summary: device was received for evaluation. Delivery system is missing. There is no enough information to determine if product whether or not product meet specification. The visual inspection found no notable conditions. There is no enough information to determine if product whether failure has been confirmed or not. The investigation performed did not determine the issue cause since the delivery system did not arrived. The investigation performed did not determine the cause of the reported issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach. There was no harm to the patient and the user, no intervention was required, and a repeat procedure was performed. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. Lubrication was used to facilitate placement of the capsule and the delivery system and capsule will be returned for investigation.